Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was upper buttocks. The patient was treated with correction via manual injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.